Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and residue was observed on the inside of spike port tubing around the cap. Functional testing was performed and a leak was observed at the spike port cap. Visual inspection with magnification was performed noted the leaking around the spike port from not being fully sealed. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Uf / importer report number mw5076249. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva total parenteral nutrition (tpn) bag was leaking from the administration port. This event occurred after filling and before use. There was no patient involvement. No additional information is available.